Event description:
Per (B) (4) adverse event form, "loss of right ventricular and left ventricular capture. It was apparent that the right ventricular lead had dislodged". The rv lead was successfully revised and remains implanted. Should additional information become available, this event will be updated.